Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this cardiac resynchronization therapy pacemaker (crt-p) was observed to have sepsis. The cause of the sepsis was not determined by the physician. The crt-p remains in service and there were no additional adverse patient effects reported.